Event description:
Covidien customer service engineer reported that during service the 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).